Event description:
It was reported that upon interrogation, the pulse generator displayed a -diagnostics cleared due to data invalid- error message. The device would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.